Manufacturer narrative:
MFR reviewed complaint on (B)(4) 2012 and made a decision not to file an MDR. On 10/22/2012, the complaint was re-evaluated based on new information and a decision not to file an MDR was made based on a conversation with the end-user (male) who stated that no medical treatment was necessary and the injured areas appeared to be healing. On (B)(4) 2013, MFR received new information from the end-users reporting that the injured areas have not healed. Based on this new information, a decision was made to file the MDR. Test results are not available at the time of this report.

Event description:
On (B)(6) 2012 customer reported that the end-users (husband and wife) claim having burns from using the bandages. On (B)(4) 2012, MFR contacted the end-users to obtain more information. There was no response to either inquiry. On 11/02/2012, MFR. Spoke to the end-user (husband) who said they did not have to seek medical attention, but will return the product and will send some photos. On 11/02/2012, MFR. Had not received any photos or product, so the end-user was contacted again. On (B)(4) 2013, MFR received some of the product returned and 2 photos of the injured area on himself and 1 photo of his wife. The end-user also reported that he had cat scratches and used the bandages to cover them. The two photos of the male end-user shows scratch marks that has redness around each scratch. The photo of the female end-user (wife) appears to show a healing area.

Event description:
On (B)(6) 2012 customer reported that the end-users (husband and wife) claim having burns from using the bandages. On (B)(4) 2012, MFR contacted the end-users to obtain more information. There was no response to either inquiry. On 10/22/2012, MFR. Spoke to the end-user (husband) who said they did not have to seek medical attention, but will return the product and will send some photos. On 11/02/2012, MFR. Had not received any photos or product so the end-user was contacted again. On (B)(4) 2013, MFR received some of the product returned and 2 photos of the injured area on himself and 1 photo of his wife. The end-user also reported that he had cat scratches and used the bandages to cover them. The two photos of the male end-user shows scratch marks that has redness around each scratch. The photo of the female end-user (wife) appears to show a healing area.

Manufacturer narrative:
MFR reviewed complaint on (B)(4) 2012 and made a decision not to file an MDR. On 10/22/2012, the complaint was re-evaluated based on new information and a decision not to file an MDR was made based on a conversation with the end-user (male) who stated that no medical treatment was necessary and the injured areas appeared to be healing. On (B)(4)2013, MFR received new information from the end-users reporting that the injured areas have not healed. Based on this new information, a decision was made to file the MDR. Test results are not available at the time of this report.